Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges respiratory tract irritation, asthma (new or worsening), kidney disease/toxicity and lung disease.. Patient harm or injury allegation. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
MDR 2518422-2024-12551 is the original report associated with this device. A duplicate report has been submitted for this device under report MDR 2518422-2024-12551. This follow up report is being filed for awareness of this duplicate report.